Event description:
It was reported that the customer had high blood glucose levels of 700 mg/dl. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis on (B)(6) 2014. The customer was treated with insulin intravenously. The customer indicated having symptoms consistent with high blood glucose levels including severe vomiting, thirstiness and headaches. The customer also indicated having an infection at the time of hospitalization. The customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.